Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and heavily calcified, 90% stenosis in the left anterior descending artery. Pre-dilatation was done with a 2.5 x 12 mm nc trek balloon catheter. The balloon was inflated three times at 12 atmospheres (atm) and 18 atm. However, the balloon was not able to fully inflate due to the heavily calcified lesion. Therefore, dilatation was done with a drug eluting balloon to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.